Event description:
It was reported that the screw at l5 on the right side of the construct was broken at mid-shaft. The polyaxial head and an attached portion of the screw shank were explanted. However, the remaining half of the screw shank was left in the patient as it was determined to be too difficult to remove. The procedure was extended by forty five minutes while attempting to remove the broken screw. Three additional concomitant device screws were also removed as the surgeon re-instrumented and performed a tlif. Concomitant devices: monarch polyaxial screws, 177036245 x 2. Monarch polyaxial screw, 177036250 x 1.

Manufacturer narrative:
It was reported on (B)(6) 2013 that dr. (B)(6) was removing 4 depuy monarch screws at l4-5 and needed the removal instruments. He also said that dr. (B)(6) would be re-instrumenting at the level above l3-4 and the patient was fused at l4-5. At l5 on the right side, the screw was broken about mid shaft and the poly head and a portion of the screw was removed, however, the remaining half of the screw was left in the pt because it would be too difficult to retrieve per dr. (B)(6). The other 3 screws were removed and dr. (B)(6) instrumented and completed a tlif with bilateral screws at l3-4. The device was retained by the customer and is not available for evaluation. The device lot code is unknown. A review of the complaint trend analysis found no related complaints of this nature in the last 12 months that were associated to product ID: (B)(4) and (B)(4). In the absence of a product sample ¿ lot number ¿ or observed trend, this complaint will be closed with no further action required. Device not returned

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Retained by hospital.